Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that when the surgeon used the eva surgical system bubbles appeared during the surgery. The origin of these air bubbles is unclear at this moment. No patient harm did occur.

Event description:
It was reported that when the surgeon used the eva surgical system bubbles appeared during the surgery. The origin of these air bubbles is unclear at this moment. No patient harm did occur.

Manufacturer narrative:
With regard to this event an eva pump module was returned for investigation. Investigation of the returned pump module did not reveal any anomalies. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. And a DHR review did not reveal any anomalies. Based on the investigation performed, the reported event cannot be attributed to the eva pump module that was returned for investigation. Possibly there was an issue with the consumable items used. However, since the consumable items were not available for investigation, this cannot be confirmed.